Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2003, 5071-53 lead implanted: (B)(6) 2003. If information is provided in the future, a supplemental report wil,l be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged into the right ventricle. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.